Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Event description:
Freezes too much, defrost does not work confirmed complaint: pulse assembly contaminated. Cleaned and adjusted pulse assembly. Replaced valve body o rings. Repair order 98345 1216677-2022-00157 ll100 cryosurgical 900001 e-complaint-(B)(4).

Event description:
Freezes too much, defrost does not work. Confirmed complaint: pulse assembly contaminated. Cleaned and adjusted pulse assembly. Replaced valve body o rings. Repair order (B)(4) 1216677-2022-00157 ll100 cryosurgical 900001 e-complaint(B)(4).

Manufacturer narrative:
Investigation . X-review DHR x-inspect returned samples . *analysis and findings complaint (B)(4). Distribution history: the complaint product was manufactured at csi on 11/05/2015 under work order (B)(4) and sold on 03/21/2016. Manufacturing record review: DHR-192951 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on repair log 98345. Visual evaluation: visual examination of the complaint product revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the root cause of this issue has been attributed to the pulse assembly being contaminated. The contamination is likely from the probes being soaked in cidex. Fault code: user. Failure code : wear and tear . *correction and/or corrective action . The complaint unit was repaired and returned to the customer. The pulse assembly was cleaned and adjusted. The valve body o-rings were replaced. The unit was tested and found acceptable. *preventative action activity. Coopersurgical will continue to trend this complaint condition.